Event description:
It was reported that a pt who was receiving v.a.c. Therapy for a diabetic foot wound had to be admitted to the hospital to treat a wound infection.

Manufacturer narrative:
According to a nurse at the physician's office, the prescribing physician did not believe that the infection was related to the use of the device, but, rather, the misapplication of the v.a.c. Dressing. The nurse stated that the hole for the t.r.a.c. Pad had not been cut large enough and, therefore, the appropriate level of v.a.c. Therapy was not being administered. The nurse stated that the dressing was applied by the home health agency in 2008, and during a visit the next day, the physician noted that it has been applied incorrectly. As a result, the pt allegedly developed an infection, which required hospitalization for IV antibiotics therapy. Neither a product number not a lot number were provided. In addition, no product was returned for evaluation. According to the nurse, the patient continues to receive v.a.c. Therapy without complication and, dressing changes are now performed by the physician. Instructions for the proper application of the v.a.c. Dressing are provided with all shipped product and are also available online. V.a.c. Labeling states, "cut a 2cm hole in the v.a.c. Drape strip to allow for effective exudate removal." Although there was no reported device malfunction, the unit was returned to the kci service center and tested per quality control procedure. The unit met specifications.